Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient could not feel therapy despite an increase in amplitude. It was unknown what could have caused/contributed to this. On (B)(6) 2018, the patient met with the rep, and impedances were checked and contacts 8-15 were out of range. Reprogramming was performed that did not include contacts 8-15. The patient was able to get coverage but they were feeling less on the right side, which is where the patient feels most of their pain. The patient has been scheduled to meet with their doctor on (B)(6) 2018. No further complications were reported or anticipated.